Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A possible lot number (73a1700654) was reported. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and establish any corrective actions. Customer complaint cannot be confirmed based on the information received. Teleflex will continue to monitor and trend for complaints of this nature. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device cuff is leaking air. The alleged issue was reported as detected during the insertion process. It was reported there was no patient injury or consequence.